Event description:
Acct. Reports that the luer lock cuff was off the t-connector when nurse went to attach to pt. States this has happend several times. In fact is a "fairly common" occurrence. No pt. Injury reported.